Manufacturer narrative:
The device was received by the baxter service facility, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced a system error 345 alarm. A device history review revealed no issues that could have caused or contributed to the service finding. A review of the event history log identified 2 system error 345 messages. The cause was identified to be out of specification downstream thermistor sensor reading. The force sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device experienced a system error 345 (thermistor disparity). No additional information is available.